Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that ems came to assist him for a low blood glucose of 85 mg/dl. The patient had lost consciousness. The customer was treated for the low blood glucose at the scene of the incident. During troubleshooting there were no anomalies with the insulin pump. The drive support cap appeared normal. The displacement test was completed successfully. The customer did not believe that the insulin pump was over-delivering. The insulin pump was not returned for analysis.